Event description:
The reporter stated that when the tubing is tugged on, the zeroing stopcock is breaking off between the stopcock and the transducer cartridge. No pt injury or treatment was reported. The reporter further indicated that this had occurred 10 times however further info was not available.